Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measure .080 inches within specification. Primary analysis finding: no anomalies found.

Event description:
A suspected connector fracture of the lead was reported. Consequently, this device was withdrawn from the patient without incident. No patient complications have been reported as a result of this event.